Event description:
It was reported that the sample (B)(6), from "(B)(6) blood bank", was tested using a molecular genotyping method (inno-train), yielding a positive result (joa+). This contrasts with the ID core xt conducted on (B)(6) 2020, which produced a negative result (joa-) when analyzed with ID core xt analysis software v3.0.2.

Manufacturer narrative:
The device is distributed outside the us and no gudid information exists.